Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP. The patient has alleging states service required was on the display with a light flashing and states that there is a humidification symbol at the bottom. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected. During the evaluation, it is observed that pca burnt and low intensity white led failure. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. The third-party service center concludes that the customer complaint was not reproduced and the device was scrapped.